Manufacturer narrative:
(B)(4). Date sent: 11/29/2023. D4: batch # 291c59. B3: date of event is 2023, event day and month unknown. Captured as 1/1/23. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60b reload present. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional with a broken component. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 291c59, and no non-conformances were identified.

Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.